Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at four atms on the first inflation . The patient was asymptomatic, during this event. The lesion being treated was a 90% stenotic lesion in the left circumflex coronary artery. The physician used a launcher al 1.5sh guide catheter and a pt2 guidewire to cross the lesion. The maverick2 monorail 20x25 mm balloon was removed and replaced with maverick2 monorail 15x2.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine'